Manufacturer narrative:
The insulin pump alarmed for a motor error during the displacement test due to a corroded motor home switch. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic assembly. The insulin pump was received with a cracked case at display window corners, a cracked reservoir tube window and cracked battery tube threads. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and some of the buttons were intermittently responsive. The customer stated there was moisture in the insulin pump. Her blood glucose level was 140 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).